Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation video cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported there was no video. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.